Event description:
New information was received from the surgeon indicating the electrode array portion of the lead was not removed from the vagus nerve, and remains implanted in the patient.

Event description:
It was reported that the patient had cognitive changes and starts to act semi-violent at higher settings, and that the benefits of the vns therapy is not noticeable. The physician was contacted for additional information but no response was received to date. It was also reported that the patient's vns device will be explanted, but the date of surgery is unknown to date.

Event description:
It was reported that the patient had the vns generator and the lead explanted. It was confirmed that the vns generator and lead will not be returned to the manufacturer.